Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for a couple hours and upon removal the tampon was falling apart at the top of the pledget. She did not believe any pledget pieces remained inside her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.